Event description:
The customer reported that the vertical column would not raise and lower before starting a steroid injection case. The patient had not been preped for the injection and therefore, there was no patient involvement. The case was rescheduled.